Manufacturer narrative:
No returns were available from the customer site for this evaluation. Troubleshooting by the customer and a visit from an abbott field service engineer (fse) resolved the issue by aligning the cuvette washer, c4 ((B)(4)) replacing the cuvette dryer tip ((B)(4)) and cleaning the cuvette segments (part 02p75-01). Subsequent instrument operations and test results were acceptable. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect system operations manual, the c4000 system service and support manual and the architect magnesium assay package insert contain information to address the current customer issue. A single definitive cause for the customer's issue was not identified. Field service performed multiple actions through normal troubleshooting activities. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred. The issue was addressed through standard troubleshooting procedures.

Event description:
The customer states that one patient sample (B)(6) generated an initial clinical chemistry magnesium assay result of 0.31 mmol/l on an architect c4000 analyzer. The typical normal reference range for the assay is 0.66 - 1.07 mmol/l. The sample was retested and generated a value of 0.74 mmol/l. The sample was retested with results of 0.31 and 0.30 mmol/l. There is no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).